Event description:
It was reported that there was lead migration, found during device follow-up. A replacement/revision was noted to be the action required as a result of the event. The lead may have migrated from c2 to c3. The patient experienced pain at the device pocket and lead location. Follow-up determined that the revision had occurred and it seemed to have fixed the issue. No other information was known. This event will be updated if additional information is received.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 977a275, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a275, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a275, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a275, serial# (B)(4), implanted: 2014 (B)(6);product type lead. (B)(4).